Event description:
On (B)(6) 2011, customer reported that the dxc 800 pro instrument generated false high sodium (na), chloride (cl) and/or carbon dioxide (co2) results on 5 patient samples. Results were reported out of the lab. When quality control (qc) recovered high, previously run samples were repeated on the other dxc instrument in the lab and the reports were amended. Patient treatment was not initiated or withheld based upon the original results reported. Field service engineer (fse) examined the instrument and performed preventative maintenance. Fse replaced the ratio pump, both na electrodes, electrolyte injection cup (eic) spacer and the quad ring. Fse also replaced the calcium electrode and modular chemistry sample probe. Fse verified performance.